Event description:
Inbound. Patient reporting no disposable clamp tubing alarm on (B)(6) 2022, reports she turned pump off/on, reseated cassette which did not resolve alarm, switched to new cassette and pump worked without issue. Pre filled cassette sent on 03/30/2022, lot 2101978, #3. No further details provided.